Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no known impact to the customer's blood glucose (bg) level, as customer declined to provide bg level. Reportedly, the customer had insulin pens available as alternate insulin therapy.